Event description:
It was reported via user medwatch mw5104199 that balloon rupture occurred. A 2.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was withdrawn through the catheter intact. There were no patient complications reported.